Manufacturer narrative:
(B)(6). Manufacturing date: march 10, 2017 ¿ march 11, 2017. One actual infusor unit was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfusing. The device was filled with 240ml of an unknown drug solution. The flow rate was actually 70ml per c day. There was no patient injury or medical intervention associated with this event. No additional information is available.